Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The noise could not be reproduced in clinic. The lead was successfully capped and replaced. No patient symptoms were reported.